Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The customer contacted olympus technical assistance support (tac) via email. Technical assistance center (tac) provided remote troubleshooting and instructed the biomed to troubleshoot further to make sure the maj-1430 is not plugged in at the same time a 190 series scope is used. The customer followed up stating that the b30 error (communication error) has not occurred. The customer informed tac of the event. The device will not be returned to olympus for evaluation. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subjected device had b30 error. The event occurred during set up before the patient entered into room. There were no reports of patient involvement.